Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 43 mg/dl. Customer¿s bg was treated with glucose tablets and insulin. Reportedly, customer left the ER 12 hours later with the issue resolved and no permanent damage. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Reportedly, customer reverted to an alternate method of insulin therapy.